Manufacturer narrative:
The evoke cap12 percutaneous lead remains implanted. The cause of the reported dural tear and cerebrospinal fluid leak is not able to be definitively determined. The evoke scs system surgical guide includes the following language, ¿the risks associated with the implantation and use of a spinal cord stimulation system include cerebrospinal fluid (csf) leakage which may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed. Product met all requirements for release. The patient had 2 leads implanted at the time of the event and saluda representatives were unable to confirm which lead contributed to the event. The second lead information is as follows: catalog # 3008 model # 102878 lot# 9017168061 manufacturing date = 3/28/2024 expiration date = 3/28/2026.

Event description:
Following a permanent implant procedure for the evoke spinal cord stimulation (scs) system, the patient reported pain at the lead implant site and headache. Evaluation in the emergency department confirmed a dural tear and cerebrospinal fluid leak. A blood patch was administered.